Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported by the customer that the pump was infusing doxil, and the clinician entered room when it was going to be near completion to obtain vital signs. It was noticed that medication was completely through channel and still pumping. The clinician stood there to see if it was going to beep for air in line, but it did not. The clinician stopped the infusion before air entered the patient. There was patient involvement, but no harm since the air was caught before going into the patient.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported by the customer that the pump was infusing doxil, and the clinician entered room when it was going to be near completion to obtain vital signs. It was noticed that medication was completely through channel and still pumping. The clinician stood there to see if it was going to beep for air in line, but it did not. The clinician stopped the infusion before air entered the patient. There was patient involvement, but no harm since the air was caught before going into the patient.